Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v955731, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had an overstimulation sensation. A situation happened the day before reported event date at (B)(6). The patient was at the service department near a security scanner. It was directly behind her and all of the sudden the patient started getting a really sharp pain like overstimulation and jolt in her rectum "butt hole" area. She moved away from that register / scanner and the sensation stopped. She had been to that store before and had never encountered that issue. The patient reports a shocking or jolting sensation. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.